Event description:
It was reported that the customer received a no delivery alarm when she entered her carbohydrates. Her blood glucose level was 53 mg/dl. She experienced low blood glucose levels. The customer treated her low blood glucose level with glucose tablets. The displacement test failed. The top of her belt clip was loose. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.